Manufacturer narrative:
Product event summary: the pscc100 catheter with lot number: 0012229886 and data files containing a video were returned and analyzed. A guidewire could be observed threaded through and beyond the distal tip of the catheter. The physician appears to be attempting catheter deployment out of a sheath and retraction back into the sheath. No conclusive assessment could be performed and no identification information can be extracted for the device in use. The pscc100 catheter with lot number: 0012229886 appears intact without any visible issues. Steering function was normal, with the distal catheter tip responding with approximately 170° rotation in both directions. Slide function was as expected, and the shape of the capture device is unremarkable with no atypical features. It was received with a guidewire threaded through and extending beyond the tip of the catheter. Mechanical verification of the steering and slide mechanisms were carried out. The slide control function operated as expected without any issues. Upon full advancement of the slide control to extend the guidewire lumen, no kinks were observed along the extended portion, indicating proper functionality and alignment of the steering and slide mechanisms. Data from the catheter identification chip confirms usage on the reported event date. The catheter was reprogrammed before connection to the generator via a test catheter interface cable (cic), and therapy deliveries were successfully performed. Compatibility testing with a test sheath did not reveal any anomalies. Smooth insertion and retraction were observed. X-ray imaging confirmed the integrity of the nitinol array wire, properly attached at both the distal end near the tip of the catheter and the proximal end inside the dual lumen. Hipot verification of the integrity of electrode wires insulation and testing for electrical continuity revealed intact electrode wires without any detachment or breakage. In conclusion, the reported inverted array was not confirmed. The catheter passed the return product inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulsed field ablation procedure, after ablating the left superior pulmonary vein (lspv) and left inferior pulmonary vein (lipv) the pulsed field ablation catheter was recaptured with the steerable sheath, the right superior pulmonary vein (rspv) was then canulated with another manufacture's guidewire and the pulsed field ablation catheter was redeployed in the left atrium. It was then noted that the catheter array shape was not as expected. The catheter was recaptured with the steerable sheath and redeployed but the shape did not resume the expected shape. The pulsed field ablation catheter was replaced to resolve the issue. Upon removal it was noted that the array did not show the did not show the notch between electrode one and nine. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.